Event description:
It was reported that the programming handheld has poor clarity on the screen. The brightness was attempted to be adjusted; however, this did not resolve the issue. The site was provided a new programming computer. The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 03/06/2015. No anomalies associated with the screen light were identified. During the analysis it was identified that the screen image was distorted (washed out, faded, white). The cause for the image anomaly is associated with a poor cable connection on the main board. Once the cable was reseated, no further anomalies were identified. Analysis of the flashcard was completed on 03/06/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
\Device failure occurred, but did not cause or contribute to a death or serious injury.